Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display and insulin pump was making a constant noise. Customer's blood glucose was 147 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent failed battery test alarms during battery changes due to corroded battery tube noted also, moisture damage was found on all electronic assemblies noted. No unexpected blank display anomalies noted; no punctures on the isolation tape on lcd board noted. No unexpected audio or beep anomalies noted during testing. No unexpected frozen screen anomalies noted; time advanced properly. The insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches.